Event description:
International complaint received from baxter, stating pt died of pneumonia. Pt was a male was admitted into the hospital for multiple cerebral infarction, cerebral vascular dementia, chronic bronchitis and chronic heart failure. When the hospital investigated this pt's IV line bacillus cereus was allegedly found. According to the hospital's further investigation, bacillus cereus was also found in other wards. Therefore, as a result of this, the hospital thought this was an issue within the hospital for infection, and the root cause was likely not the product used. The reported products were attached to another MFR's ( pharmaceutical) products and were sent there for evaluation. Sample will not be returned for testing. Product surveillance made an attempt to obtain a copy of the autopsy report or death certificate, and was unsuccessful.

Manufacturer narrative:
The customer's reported event of bacillus could not be confirmed. Sample was attached to other manufacturer's product and discarded. Baxter will continue to monitor similar reports for possible trends.